Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience increased pain. On (B)(6) 2016, the programmer displayed error messages when the pump was inquired at the pain management facility. Troubleshooting was performed but the issue persisted. The pump will be explanted.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the device was explanted on (B)(6) 2016 and was discarded. It was noted that the patient is doing well.